Event description:
The customer reported that during a thyroidectomy, the blue insulation on the device melted and fell into the patient cavity. The material was removed and there was no patient injury.

Manufacturer narrative:
(B) (4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.